Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. The km then reported that the hospital staff re-tightened the oxygen interface, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an insufficient oxygen pressure message. It was unknown how the issue was found. No patient or user harm reported. Device evaluation and repair are pending, and this investigation is ongoing.